Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the estimated longevity was less than six months. Three months later, the magnet rate was 90 bpm and the estimated longevity was 2.5 years. Another three months later, the magnet rate was 100 bpm and the estimated longevity was less than six months. Boston scientific technical services (ts) indicated the variation was likely a result of bin jumping. No adverse patient effects were reported.